Manufacturer narrative:
Follow-up #1: date of submission 10/20/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2017 with the following findings: during investigation moisture was observed on the display. Unrelated to the original complaint, further investigation revealed the pump powered up to a blank display. A leak test was performed and failed due to a leak in the display lens. The pump was opened and moisture corrosion was found on the printed circuit board, motor assembly, battery housing, and piezo. Further investigation was unable to be performed due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture ingress was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.